Event description:
It was reported that (1) device was used during a right lobectomy. It was reported by the rep that the tlc75 was removed from the package and would not fire (would not slide forward). Another tlc75 instrument was used to complete the case. There was no consequence to the pt.